Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced leakage down the plunger. The following information was provided by the initial reporter: I would like to bring to your attention the following complaint, with reference to the above product: nhs lothian qrgs product complaint reference number: (B)(4). Batch: 2007011, expiry: 30jun25 , number of affected units: 2 syringes, defect: 2 x 10ml syringes were noted as having a physical defect- a buckle mark is apparent on the barrel of both syringes. Liquid was aspirated in one syringe and leaked down the plunger as a result. I have attached pictures of the two syringes. Please let me know if you would like us to return the two syringes to you for your investigation. I would be grateful if you could provide me with an explanation of the likely cause of the defect and information on any action which you are able to take to prevent further occurrences.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-oct-2022 . H6: investigation summary both photos along with the physical sample were provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the syringe. A device history review was performed for the reported lot 2007011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the damage observed, it was determined this incident was likely related to the marking machine. A project was initiated to replace parts within the marking machine to prevent any future occurrence of this incident.

Event description:
It was reported that the bd plastipak¿ syringe experienced leakage down the plunger. The following information was provided by the initial reporter: I would like to bring to your attention the following complaint, with reference to the above product: nhs lothian qrgs product complaint reference number: s03/22. Batch: 2007011 . Expiry: 30jun25 . Number of affected units: 2 syringes defect: 2 x 10ml syringes were noted as having a physical defect- a buckle mark is apparent on the barrel of both syringes. Liquid was aspirated in one syringe and leaked down the plunger as a result. I have attached pictures of the two syringes. Please let me know if you would like us to return the two syringes to you for your investigation. I would be grateful if you could provide me with an explanation of the likely cause of the defect and information on any action which you are able to take to prevent further occurrences.